Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01366 pertains to the other device. It was reported to boston scientific corporation that during procedure using an uphold vaginal support system, the capio carrier was discovered to be bent. When the physician was pulling the capio device out of the patient, the needle, with a bit of suture, detached. Reportedly, the needle, with a bit of suture, was captured inside the capio cage following detachment. The physician completed the procedure with a stand-alone capio suture capturing device with no complications to the patient, who was fine at the completion of the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01366 pertains to the other device. It was reported to boston scientific corporation that during procedure using an uphold vaginal support system, the capio carrier was discovered to be bent. When the physician was pulling the capio device out of the patient, the needle, with a bit of suture, detached. Reportedly, the needle, with a bit of suture, was captured inside the capio cage following detachment. The physician completed the procedure with a stand-alone capio suture capturing device with no complications to the patient, who was fine at the completion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed no defects or abnormalities, and the sutures were unbroken and the needles attached. Visual analysis of the returned capio device revealed no defects or abnormalities. Functional testing of the returned capio device showed that it operated freely when actuated.

Manufacturer narrative:
(B)(4): suture detachment.